Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device code 2017 - use after damage and re-insertion evaluation of the returned product found contrast on the shaft, stent implant, and balloon and in the inflation lumen, which is consistent with preparation and handling. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The hypotube separated and the fracture faces of the separation were ovaled as if kinked prior to separating, thus confirming the complaint. The hypotube jacket was stretched and separated at the same location. Additionally there was a kink and a bend noted in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the noted damage. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Additionally, factors that may contribute to kink damage include, but are not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, patient anatomy, placement technique, and amount of support provided when loading the catheter onto the guide wire. In this instance, the lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. The shaft most likely kinked during advancement of the sds in the difficult anatomy and further manipulation of the shaft would have contributed to the shaft separating. To help ensure that kinks are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including final inspection of the product before insertion into the dispenser coil. Reportedly, during the initial attempt to cross, the shaft kinked. Then the same xience v sds was re-inserted, however, the sds failed to cross. It should be noted that the xience v instructions for use (IFU) instructs the user that prior to using the xience v everolimus eluting coronary stent system, inspect for bends, kinks, and other damage. Do not use if any defects are noted. The IFU further cautions the user that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this case, the failure to cross, hypotube separation, and subsequent kink/bend appear to be related to operational context. This type of event will continue to be monitored.

Event description:
It was reported that the lesion site was located in the distal left circumflex artery. Pre-dilatation was performed in the heavily tortuous and calcified vessel prior to the advancement of the xience v stent delivery system (sds). During advancement the sds kinked and was therefore withdrawn. After straightening the sds, the device was reinserted and another attempt was made. The device broke at the same location as the kink outside of the patient after the sds failed to advance. Another sds was used to successfully complete the procedure. No patient effects were reported. No additional information was provided.